Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2009. Upon post implant follow-ups on (B)(6), (B)(6) and (B)(6) 2009, intermittent loss of capture was observed on the ventricular channel with 5v/1ms/unipolar. Impedance and sensing measurements showed normal operation of the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved under p950029. In response to the warning letter that the united states FDA issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. H6. Code: other - since the device remains implanted, the programmer files were reviewed. (B)(4). Pt files and real time data files were retrieved and sent for analysis (pt files are files saved by the programmer containing data from a programming session and are available to the user). The analysis of the files provided led to the following observations: no anomaly was observed through files analysis. However, loss of capture was confirmed on the external ECG. The loss of capture phenomenon appears to be intermittent/unstable during the threshold tests; measured pacing threshold varies between 1.00v and 3.00v (files dated (B)(6), (B)(6) and (B)(6) 2009). Ventricular auto-threshold feature was programmed to "learn", as observed in pt file recorded on (B)(6) 2009 at 15:59:11. The auto-threshold curve shows two measured threshold values: 1.4v and 1.5v. This suggests normal operation. Real time data file "tempo (B)(6) 2009 19h18mn09s.dtr" - related to a sensivity test performed on (B)(6) 2009 - shows a loss of a capture with 5v pacing amplitude. According to the files review, programmed and applied pacing amplitudes were consistent and correct. No anomaly was found related to the implant software behavior. No explanation related to implant software were found for the loss of capture. No explanation could be found for the reported loss of capture. Such phenomenon could result from a lead conductor failure, a connection anomaly (setscrew issue/connector failure), a lead dislodgement, or specific condition of the pt (drugs.,,,) none of them could be confirmed.